Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis confirmed a device malfunction. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. There was a leak in the pump strain relief kink resistant tubing (krt) (cylinder) junction attributed to worn to filament; hole was present. The contamination was found inside pump. The pump was not functionally tested due to contamination. The ams700 ipp cylinders were visually inspected and leak tested. Cylinder 1 has the holes at corner of fold in the outer tube; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Both cylinders were pressure tested and performed with in specification; no leaks were found. Both cylinders had wear at fold in cylinder body. However, product analysis concluded that identified fluid loss in the pump strain relief krt (cylinder) junction was the most probable cause of the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to unspecified reasons. Analysis of the returned device identified a device malfunction. A patient outcome was not reported.